Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to customer, the bolus recommendation is always incorrect from 21:00 - 23:00. Due to this, the patient treated himself once with incorrect bolus amount. He had hypoglycemia, needed assistance and treatment from girlfriend to normalize his glucose level again. Meter replaced and requested for investigation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.